Manufacturer narrative:
Conclusion: manufacturer¿s investigation is still ongoing; if additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Follow-up submitted with evaluation results as reported by the customer who identified that both siderails were inoperable. However, the bed could not be located for a stryker technician to perform an evaluation. Customer to contact stryker if they find the bed and choose to repair it. Inspection allegedly performed by unknown individual of (B)(6) hospital.

Event description:
It was reported via repair work order that the left and right siderails were not functional. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the left and right siderails were not functional. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.